Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 28 x 3.50 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the tip of the stent strut was lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 28 x 3.50 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the tip of the stent strut was lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a promus premier ous mr 28 x 3.50mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of stent damage with struts in the mid-section lifted. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.